Manufacturer narrative:
Timing link.

Event description:
It was reported by service report that the foot brakes were not holding, the power cord was missing a power prong, and the head right rail was stuck in the low position. No pt involvement or adverse consequences are reported.